Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Concomitant medical product. Model: 5076-45, ra lead; implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to an audible alert from their device. Upon interrogation the patients right ventricular (rv) lead exhibited high impedance levels on the rv defib coil. The ICD system was programmed "off" and the patient was fitted with a lifevest until the lead could be removed at a later date. The lead was extracted and a new rv lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.